Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The customer reported that when the surgeon was completing a dhs with cannulated screws, he tried to feed a 3.2mm wire into a 2.8mm wire hole. The washer on the angle guide has subsequently broken off and gone into the patient. The customer further reported that one of the metallic tubes which got pushed out of the guide into the patient. They were unable to retrieve the tube and after discussions with the consultant surgeon in charge the decision was made to leave it in situ as removing it would cause more trauma. The patient did undergo a longer operation time due to the incident. Attempts were made to remove the device. The surgical delay was 15 minutes.